Event description:
It was reported that the line connected with 3way port was cut. No patient injury was reported.

Manufacturer narrative:
Expiration date- 07/2010 customer report was confirmed. One flotrac kit was received. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.